Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) dual coil lead and a right atrial (ra) pacing lead due to staph bacteremia and myocarditis (implant duration 17 years). An additional dual coil rv lead was present within the patient (implanted: (B)(6) 2020) and had become dislodged, so was also targeted for removal. Beginning the procedure, the physician was able to remove the rv lead (that had been implanted for just days) with traction alone. After the other two leads were prepped, a spectranetics lead locking device (lld ez) was inserted into the ra lead but could only advance to the innominate region. Another lld was inserted into the rv lead but would not advance past the lead''s distal coil and began to kink, so a second lld was inserted into the rv lead and was able to be advanced to the distal tip of the lead. Using a spectranetics 16f glidelight laser sheath on the rv lead, the physician attempted extraction but progress was not made due to significant adhesions. The physician then switched efforts to the ra lead with the 16f glidelight device. He made slight progress. He then chose to use a spectranetics 13f tightrail sub-c rotating dilator sheath on the rv lead which made progress through the subclavian region and into the innominate region. While still working on the rv lead, he then switched devices to a 13f tightrail rotating dilator sheath and advanced to the superior vena cava (svc)/right atrial (ra) junction. At that time, the patient''s blood pressure dropped. Rescue efforts began immediately including rescue balloon. The patient''s blood pressure leveled out and it was determined that the blood pressure dropped due to excessive traction being placed on the rv lead and the rv itself. A precautionary angiogram was performed, and the case proceeded. The physician switched to the ra lead using a spectranetics 11f tightrail mini rotating dilator sheath, making slight progress and then switched to a spectranetics 11f tightrail sub-c device, advancing to the innominate region and the lead popped free. Throughout extraction of the ra lead, the patient''s blood pressure remained stable. The physician then proceeded with a 13f tightrail device on the rv lead, pausing throughout the extraction to make sure that an effusion that was detected was not becoming larger. It was not, so he used the 13f tightrail device until just before the lead''s distal electrode and then simply held traction on the lead without engaging the tightrail device. The lead popped free after a few seconds of traction and the patient''s blood pressure immediately dropped once the lead was out of the rv wall. Rescue efforts began again, including rescue balloon and sternotomy. A one inch tear was discovered in the rv, which was successfully repaired. The patient survived the procedure. The physician suspects that due to the age and design of the lead tip that it adhered itself to the exterior wall and perforated the rv when it broke free. He stated that he thinks the injury would have been inevitable with any tool he used. There was no alleged malfunction of any spectranetics device in use during the procedure.